Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional cerebral coiling procedure. Reportedly, the clip was deployed without issue; however, upon removal of the starclose se device it was noted that the vessel locator wings did not retract. The starclose se device was removed from the patient anatomy without any resistance. Hemostasis was successfully achieved with the clip. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.